Event description:
It is reported that patient was implanted on unknown date for unknown condition. On an unknown date, patient returned to surgeon complaining of discomfort, and requested implant be removed from navicular. Surgeon confirmed the patient had healed, and returned the patient to the or on october 18, 2013 to remove hardware. Procedure was completed. Patient's status or outcome following the procedure was not provided. There was no delay in the surgery. This report is for one (1) 2.4mm cortex screw unknown length. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) 2.4mm cortex screw unknown length. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.